Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a sensing anomaly. During the explant process, an insulation break was noted under the suture sleeve.